Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated. The footswitch assembly was replaced. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurence.

Event description:
The customer reported the 9800 system displayed an iris collimator error message. No patient injury was reported.